Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Two # 37 fault codes were identified in the logs. The fse was unable to duplicate the issue. The fse replaced the front end board after discovering a damaged port on the board. The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received front end board with a reported unit failure of a failure to inflate. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the procedure. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause is component reliability, excessive force, or fatigue. Based on the device evaluation, the autofill failure alarm was reproduced.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) was displaying error message ¿failure to inflate balloon¿. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center, additional reporter name: (B)(6), additional reporter email: (B)(6). A supplemental report will be submitted upon completion of our investigation.